Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. D4. The reported lot# 4389005 was not found for the reported catalog # d-100. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing leaked from the actual transfuser. It leaked from the bottom end of the heat exchanger (the end near the gas vent/filter assembly) that pushed into block #1 on the rapid transfuser device. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 6/17/2024. One (1) sample was returned for evaluation without its original packaging in decontaminated condition. Per visual inspection, no damage or other defects were detected on the sample. Per functional testing, the sample was assembled in the level 1 system equipment to introduce distillated water and verify the correct functionality of the sample. The distilled water flowed correctly through the sample, no liquid leakage or other damage was detected. The reported complaint was not confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.